Event description:
It was reported by the pt's attorney that as a result of having the product(s) implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity, and has undergone or will undergo corrective surgery or surgeries. The pt has experienced bleeding, infections, intense pain and surgery to adjust the device.

Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could have caused or contributed to the reported event. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The precautions state: "the avaulta plus biosynthetic support system should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Acceptable surgical practices should be followed for the mgmt of infected or contaminated wounds. The avaulta plus biosynthetic support system implantation procedures require diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage."